Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and while troubleshooting with tandem technical support insulin gauge was alleged to be inaccurate. Customer changed out the infusion set site and reloaded the cartridge to resolve the issues. Customer's blood glucose was 114-235 mg/dl.